Event description:
It was reported the procedure was to treat a heavily calcified lesion in the proximal right coronary artery (rca). Pre-dilatation was performed with a 2.50x20mm and a 3.0x30mm non-abbott balloon catheters. The 3.0x48mm rx xience skypoint stent delivery system (sds) was not prepared outside the patient prior to use. The sds was advanced and placed at the ostium of the rca to the middle segment. The balloon was inflated to 12 atmospheres (atm) for a duration of 20 seconds however the balloon ruptured. The stent failed to deploy from the balloon with only the proximal portion flaring. During attempts to remove the sds resistance was encountered due to the partially expanded proximal end of the stent, and the hypotube separated. The balloon with the stent was trapped in the rca with protrusion of the balloon into the aortic socket. The patient was transferred to another hospital for emergency bypass surgery; however the stent and separated balloon were unable to be removed and remain in the patient. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - failure to follow steps / instructionsmanufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to context of the procedure and due to the returned condition of the device. The reported material rupture and activation failure could not be confirmed as the distal portion of the delivery system (balloon and stent) were not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported balloon rupture could not be determined as the balloon was not returned for analysis; however, factors that may contribute to a balloon material ruptures include, but are not limited to, interaction(s) with challenging anatomy, interaction (s) with accessory devices, and/or inflating above the rated burst pressure. The balloon inflation occurred in a heavily calcified lesion; it is possible interaction with the difficult anatomy caused and/or contributed to the reported balloon rupture; however, based on the reported information this cannot be confirmed. Additionally, the device was not prepared outside of the patient prior to use. The xience skypoint instructions for use instructs to perform delivery system preparation prior to use to prepare the device and ensure it performs as intended. The reported activation failure of the stent appears to be related to the ruptured balloon which was unable to hold pressure causing the reported partial activation failure of the stent. The proximal portion of the stent was reported to be flared after the balloon rupture occurred, it is likely interaction with the partially deployed stent and the calcified lesion resulted in the reported difficulty to remove. Continued handling and/or manipulation of the device during the reported difficulty removing the device likely resulted in the reported shaft separation. The separated portion of the delivery system and stent were trapped in the rca with protrusion of the balloon into the aortic socket. The patient was transferred to another hospital for emergency bypass surgery; however, the stent and separated balloon were unable to be removed and remain in the patient. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the proximal right coronary artery (rca). Pre-dilatation was performed with a 2.50x20mm and a 3.0x30mm non-abbott balloon catheters. The 3.0x48mm rx xience skypoint stent delivery system (sds) was not prepared outside the patient prior to use. The sds was advanced and placed at the ostium of the rca to the middle segment. The balloon was inflated to 12 atmospheres (atm) for a duration of 20 seconds however the balloon ruptured. The stent failed to deploy from the balloon with only the proximal portion flaring. During attempts to remove the sds resistance was encountered due to the partially expanded proximal end of the stent, and the hypotube separated. The balloon with the stent was trapped in the rca with protrusion of the balloon into the aortic socket. The patient was transferred to another hospital for emergency bypass surgery; however the stent and separated balloon were unable to be removed and remain in the patient. No additional information was provided.